Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact on the customer's blood glucose level. Technical support informed the caller of the need to update the pump software to prevent similar issues and provided assistance to reset the pump. The customer successfully rejoined the existing sensor and resumed insulin deliveries, with guidance to report any recurring malfunctions within 24 hours. The customer was also informed about renewal interest and agreed to follow up with insurance-related renewals.